Event description:
Surgeon reports the capsule of the lens ruptured when the iol unfolded in the eye. The incision was enlarged and the iol was removed. While removing the iol, the haptic broke. A vitrectomy followed in the same procedure. The stand-by iol was implanted without complications. No post-op complications observed.